Event description:
The pump was returned for investigation. Investigation revealed that there was contamination under the contrast button contact. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/07/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/07/2014 with the following findings: the keypad cover was found to be cut between the up arrow and contrast button. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under the contrast key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).